Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Per results of investigation, carefusion service technician performed bench testing. All testing performed using a known good test patient circuit as well as a known good ac adapter. The lap top ventilator 950 passed 91 hours of extended testing at customer¿s settings. The ventilator also passed the lap top ventilator final test which includes many ventilation and alarm functions.

Event description:
Customer reported patient expired on lap top ventilator 950. Upon further investigation, the customer reported no allegation of malfuntion against the ventilator noted.